Manufacturer narrative:
The reported failure of active exhalation verification test during pre-testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 ventilator failed active exhalation verification for pilot difference being outside of acceptable limiting during the active exhalation portion of the system setup pre-test. There was no patient involvement, and no harm or injury reported. The philips field service engineer duplicated the reported testing failure and replaced the faulty proportional valve (aecm) and the faulty 3-way solenoid valve to address the test failure issue. The system final test and performance verification were completed successfully. The unit is ready for use and has been returned to the customer.